Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for after receiving an alert from their implantable cardioverter defibrillator. Device interrogation showed the right ventricular lead had high, out of range defibrillation impedance, high capture thresholds and r-wave amplitude variation. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable throughout.